Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked onsite and m rack was faulty and replaced it. Upon troubleshooting, fse, together with the philips national support specialist (nss) revealed that the single-phase ups input cord was unplugged. Fse concluded that the issue was caused by a ups fault. The fse was advised to monitor the system and ups batteries for stability and perform multiple reboots and return the part for further analysis, but no failure found. After that, the system was restored to normal working order. The codes were updated based on the investigation outcome.